Event description:
The reporter indicated that noise was observed. Initial interrogation was difficult. Strange triple counting of t-waves was seen during the max sensing test and some noise was present. Shock electrode integrity test says "noisy" twice and twice fails to post ohms reading after shock delivered to pt. Multiple (10-20) telemetry interrogations were done. Finally reading shows low r-waves. The leads were disconnected and repositioned. Apparently the svc cap was not tightened down. The pt was shocked several times. Chronolog shows noise present. Bizarre readings during induction were observed. After the cap was tightened, induction was successful with difficulty interrogating. Throughout the case electrograms are easily telemetered, but inquiry takes 5-10 times. Wand extension removed and noise dissipates a bit, but still evident on the real-time electrograms. The chronolog replay was clean, so the pocket was closed. This was a 4-hr case.